Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive without duplicating the malfunction. The customer declined repair of the device and was returned to the customer labeled not for clinical use. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault 72" message. Complainant indicated that there was no patient involvement in the reported malfunction.